Event description:
Dexcom was made aware on 11/20/2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced a skin reaction with inflammation, scar, infection, and an abscess, extended beyond the patch perimeter, which occurred 10 days after the sensor had been inserted in the abdomen. The patient would have continued to use the sensor after bleeding had occurred and this would have caused an infection. The reaction was treated with a prescription of a 14 day course of an unspecified oral antibiotic, and a probiotic (acidophilus). No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).